Event description:
The patient had the essure procedure on (B)(6) 2012 and then developed bloating and abdominal pain. On (B)(6) 2012, the md removed the devices at patient's request. One device was found in the omentum. The tip of the other device was found in the uterus. At the post surgical appointment, all symptoms were resolved. Md attributed pain symptoms to essure devices.